Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display problem isolated to the electronic assembly noted. Unable to verify low battery alarm and power loss alarm due to blank display noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. The customer received a low battery alert prior to replace battery now alarm. The battery cap was okay. It was second occurrence of replace battery now in less than 10 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.